Event description:
On (B) (6) 2010 the lay patient contacted lifescan (lfs) alleging that she received a recall letter for one touch ultra blue test strips, but she had already thrown her lfs test strips and meter because the meter did not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (css) documentation. The patient provided the following information: the product issue started on (B) (6) 2010 at 7:00 am. Three hours later, the patient had blurred vision, tingling feeling on her fingers, and didn't feel good. She said she did not take diabetes treatment action before going to the doctor's office. On (B) (6) 2010 at 12:00 pm, she received a blood test on the doctor's/clinic meter; the result was 194 mg/dl. She received the blood test only and no other treatment. The csr was unable to complete troubleshooting because the patient no longer had the subject meter and test strips. The patient's product was replaced. This complaint is reported because the patient alleges that the lfs meter did not turn on and afterward she developed blurred vision and received a reading on 194 mg/dl on a doctor's meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products for evaluation. If the products are returned, lfs will evaluate it/them and inform FDA of products that do not pass inspection in a supplemental report.